Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter's investigation, the root cause was determined to be use error. The label review found the labeling adequate for the use error in this complaint.

Event description:
The caregiver (cg) contacted baxter's technical service center regarding a system error 2240, which occurred on the homechoice pro during use during initial drain. At the time of the call, the cg had already cycled the power a few times to get back to the beginning as the patient line had been full of air. The patient was connected and in self test with the same supplies. The baxter technical service representative (tsr) tried to explain the alarm and that the set up was no good and that new supplies had to be used. The tsr reviewed proper procedures per the user manual. The cg stated okay and hung up. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported event. The rn stated they were not aware of the event. The rn stated as far as they knew the patient was continuing therapy on the cycler successfully. No further information was provided. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported event. The patient stated they were able to resume therapy successfully after starting over with new supplies. The patient stated they have been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.